Event description:
It was reported in retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents that following a biliary stenting treatment procedure hyperplasia occurred. An rx was permalume 10 x 60 had been advanced to treat a neoplastic lesion in the distal common bile duct. At 15 months later, during the scheduled stricture revision procedure, intimal hyperplasia of the proximal uncovered portion of the previously implanted stent was noticed. The hyperplasia "negatively" affected the stent removal. The stent was able to be removed by unspecified means and another "sems" was placed. There were no add'l pt complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be field.